Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The case files were provided, however the tibia bone model generation error was not confirmed in the screenshot and log file review. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the reported problem was not confirmed, it is possible that the tibia bone model generation error was mistaken for the tibia's "coverage notification" where the system alerted the user indicating that lateral plateau had not been fully defined. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. As part of corrective actions for the reported issue (but not confirmed in this complaint), the tibia bone model generation error has been corrected and released in cori-v1.4.3 software.

Event description:
It was reported that, during a cori tka procedure, they received the "tibia bone model generation error" when they went to go to the cut tibia screen. They were able to solve the issue and complete the surgery with a delay of fewer than 30 minutes. There was no injury to the patient. This was the second of two incidents. No other complications were reported.